Manufacturer narrative:
As a corrective action, toshiba will take the following actions: disseminate a customer letter explaining the software bug and requesting that the operator not use the function until the corrected software is installed. Install the corrected software on applicable systems. See scanned page.

Event description:
When an mip image was rotated 90 degrees clockwise reversed horizontally, and then transferred via dicom transfer, it was noted that when the image was displayed on a workstation that the image was rotated 180 degrees with respect to the position indicators (a, p, r and l).